Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. It appears that the excessive force was used to remove the cable connector from the control unit receptacle possibly at a slight angle, thus cracking plastic shell that covers connector pins and bending the guide key. Extremely damaged cord connector. Cannot plug into the mdu receptacle for testing. The complaint investigation has concluded that this unit has succumbed to damage to cord connector. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures; therefore, a device history record will not be performed. The root cause of the observed condition was determined to be a result of a misuse of the product. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. Post market vigilance (pmv) led an evaluation of one device. It appears that the excessive force was used to remove the cable connector from the control unit receptacle possibly at a slight angle, thus cracking plastic shell that covers connector pins and bending the guide key. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures; therefore, a device history record will not be performed. The root cause of the observed condition was determined to be a result of a misuse of the product. Damage may occur if the user attempts to connect a damaged or defective hand piece to the control unit. Based on the evidence available the reported condition was confirmed. The file will be closed as a misuse of the product. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device's adapter was broken during testing. The issue prohibits the use of the device. There was no allegation of patient death or serious injury.